Event description:
Clinical registry. The patient was admitted in 2004 with chest pain. Earlier that day, her heart rate had decreased to the 30's and she went to her physician's office where her pacemaker was interrogated and the voltage was increased with good results. She was then referred to the ER by her cardiologist. ECG at admission showed paced rhythm at 69 with associated conduction delay and left axis deviation. There was no evidence of congestive heart failure. Cath report notes the patient had a cardiolite stress test which demonstrated anterior wall ischemia. It was also noted the patient's pacemaker lead was malfunctioning and she was scheduled for lead revision. Cardiac catheterization revealed: lmca-normal; lad-60-70% in-stent restenosis of previously placed stent; following this segment, diffuse disease then an 80-90% focal stenosis; lcx-without significant obstructive disease, including the ramus; rca-small; 90% stenosis at origin of tiny pda target lesion 1 (20 mm long) was identified in the mid lad (cass site 13) with 80% in-stent restenosis and a 2.75 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 2.75x24mm taxus stent. Residual stenosis was 0%. Cath report noted that brachytherapy was not available on the day of treatment. Because the pt needed to have her pacemaker lead revised urgently, it was decided to proceed with drug eluting stent placement. Four days later, the pt underwent successful placement of a single chamber pacemaker with one new lead. There were no reported complications and the patient was discharged 2 days later on plavix and aspirin.the patient was readmitted in 2004 with shortness of breath, dyspnea on exertion, and chest discomfort with activity. Per history and physical, the patient had a persantine cardiolite scan showing reversible ischemia of the apex with fixed defects in the anterior, anterolateral, and anteroseptal wall segments. Cardiac catheterization 196 days following the index procedure revealed; lvef 40% with global hypokinesis and apical akinesis; lmca-normal; lad (target vessel) - in-stent restenosis 30% proximal and 70% distally in stented area; beyond the stent 80% stenosis; lcx-normal; rca-95% stenosis at origin of tiny pda. After hearing her options, the patient decided to proceed with single vessel bypass surgery. Twenty seven days later, the patient underwent off-pump CABG with lima to lad along with microwave ablation of the atrium as well as left atrial appendage ligation. During the dissection of the lad, the right ventricle was entered, and was then repaired. The patient was discharged six days later. The relationship of this event to the taxus stent is "probable".

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 6187023 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.